Event description:
Loose femoral component - unstable knee, converting to a ts triathlon with a ps insert.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A review of the medical records received determined that there is no examination of the explanted component and no documented follow-up for the first three years post-operative primary right total knee arthroplasty. There is no radiographic evidence of femoral loosening and no bone scan reports or images for review. Based upon the information reviewed no determination can be made of the cause of the apparent loosening of the femoral component requiring revision three years and four months status-post implantation in this case. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. Review of the medical records provided did not indicate loosening of the femoral component and therefore it was not possible to determine a route cause of the reported femoral loosening and subsequent revision surgery. No further investigation is required at this time.

Event description:
Loose femoral component - unstable knee, converting to a ts triathlon with a ps insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned to manufacturer.